Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the the lap top ventilator experienced "disc/sense," alarm while connected to a patient. This issue was linked to the 29657-001 patient circuit w/o peep, 22 mm spu (10/pkg). There was no patient harm reported.